Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation for the reported condition of a "collapsed septum." A visual inspection of the sample revealed the septum was collapsed inside the third interlink y-site from the chamber. A complete hot stamp was observed on the interlink housing and a dimensional inspection was performed on the swage height with no other anomalies observed. A batch review could not be performed as the lot number was not provided. Although the reported condition was confirmed, the root cause was not identified.

Event description:
The customer reported to baxter, an interlink system solution set in which the septum collapsed. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.